Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information such as reason for explant. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2024 wherein the whole system was explant. Reason for explant is unknown. There is no additional information at this time.